Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 62-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of renal insufficiency. During a proactive call, the rn reported bleeding at the access site, noting that it had improved compared to earlier in the day. The patient¿s inr was elevated, and no interventions were performed. The patient later expired after the family elected comfort-focused care. The bleeding is consistent with access-site complications and the anticoagulation/purge requirements associated with impella support. The patient¿s death is most consistent with the severity of the underlying ami/cgs and profound hemodynamic instability associated with scai shock stage e.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.